Manufacturer narrative:
Approximate age of device - 3 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the outpatient laboratory was drawn and results indicate increase lactate dehydrogenase (ldh) levels. The patient was treated with intravenous heparin but the ldh persisted to increase. On (B)(6) 2018, the patient underwent a pump exchange due to suspected pump thrombosis. Additional information was requested, but not provided.

Manufacturer narrative:
Evaluation of the device confirmed the presence of pump thrombosis. The device was returned assembled with the driveline cut approximately 1 inch from the pump housing and a 13¿ portion of the severed driveline was returned. The distal portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. Approximately 1 inch of the sealed outflow graft and the outflow graft bend relief were returned. A bend relief collar was present and secured with blue suture. The outlet elbow was returned attached to the pump. The outlet stator revealed two thrombus formations situated adjacent to the outlet bearing ball. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that they were present in the pump while it was operating. The origin of the thrombus formations and the duration of their presence in the pump could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation, however, it could have contributed to the reported increase in ldh levels. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline revealed no discontinuities or shorts. Functional testing of the pump revealed normal pump power consumption and pressure values and the pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.